Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to include: 1. There may have been an issue with another device used as part of the system. 2. There may have been a loose cable connection between the returned controller and the device which could cause non-functionality of the device. 3. There could have been a power surge to the controller which could have caused the electrical component failure and possibly shorted out the board. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device did not function during the procedure. The handpiece was changed and the equipment still not functioning. Procedure was completed with a competitor device with no delay nor patient injury or other complications.